Manufacturer narrative:
A review of the logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that could have contributed to what was reported.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted thymectomy surgical procedure, due to bleeding during dissection of the thymus the surgeon converted to an open procedure. The surgeon reports while using the vessel sealer extend (vse) instrument additional tissue was taken from the main branch of the thymus unintentionally which initiated the bleeding event. The surgeon reports the event was a technical issue, there was no reports of any error during use of the vse. The bleeding was produced from the thymic vein and a branch off the innominate vein. The procedure was converted to an open procedure to control the bleeding. The bleeding was controlled with cautery, approximately 200mls of blood loss was produced, no blood products were administered. The procedure was completed openly. There were no reports of any da vinci-related complications or errors that led to the bleeding event, or that occurred while the procedure was robotic. The patient is recovering well.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. There were no reports of any da vinci-related malfunctions or errors that led to the bleeding event, or that occurred while the procedure was robotic.